Event description:
A pt reported they were unable to obtain a blood glucose result from their one touch basic and was seen at the hospital for a lab test. Their meter allegedly would only prompt "clean test area" and "redo check" message. Pt stated they "can't explain symptoms". The result from the lab was unk. Pt did mention that it was "high". No comparison test was run between the one touch basic original meter and the lab value. No treatment was administered. Pt recently had a heart attack and was on life support. Pt could not remember dates and results. Pt confirmed that they received the new meter and is testing regularly.